Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown cup, unknown, unknown stem, unknown, unknown std neck magnum adaptor. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised due to pain and elevated metal ion levels. Medical records reported joint effusion, infection was ruled out, black staining on the synovial tissue, and osteolysis. The trunnion was in good repair with no corrosion, femoral implant was well fixed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed dings, scratches, and gouges from use and explanting. Inside the taper adapter shows foreign discoloration as well as around the taper adapter outer diameter where it meets the head. No further analysis can be performed for this product as head and adapter are still assembled. X-rays were provided and reviewed. The review identified no loosening or radiolucency. Possible abutment due to osteopenia and mild heterotopic were observed. No signs of wear and osteolysis. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.